Manufacturer narrative:
A ge service representative performed an over the phone investigation. The candlesticks were evaluated by the biomed and were greased. The biomed confirmed that the system was found to be working following repair. The system was put back into service.

Event description:
The customer reported that the system exhibited an uncommanded shut down. There is no report of injury or death associated with the event described in his complaint.